Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and the follow up with the customer has been performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the patient that the duodenovideoscope was used on tested positive for an unknown number of colony forming units (cfus) of carbapenem-resistant enterobacterales (cre). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the results of olympus third-party testing, the device evaluation and legal manufacture's (lm) final investigation. The user did not perform culture test of the subject device. During device evaluation found white foreign material in suction channel and in the objective (ob) lens. Olympus provided the following result of the culture tests, performed at the third-party labs. Culture test in the third-party labs resulted in detection of bacteria. Sampling date: (B)(6) 2024 . Sampling from: distal end & elevator mechanism . Colony forming unit (cfu): unknown (unk) . Bacterial identification: bacillus siamensis, staphylococcus pasteuri. Sampling from: instrument/suction channel . Cfu: unk . Bacterial identification: bacillus thuringiensis, staphylococcus epidermidis . Endoscopy support specialist (ess) visited the user facility on (B)(4) 2024 and found no obvious deviation from instructions for use (IFU) during the reprocessing process. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relation between the subject device and the infection could not be determined. The bacteria that infected the patient could not be detected from the subject device. However, olympus culture test detected and as a result, bacteria were detected which were presumed to be contaminants. The foreign material in the suction channel could be a potential source of contamination. Olympus confirmed a film-like foreign body in semi-transparent form, but could not identified the type of the material and the cause of white foreign material adhering to the suction channel and ob-lens. The customer did not provide detailed answers to question in regards brushing and flushing. Inadequate brushing and flushing could be also a possible cause for the transmission of microorganism. Also, during evaluation scraping at biopsy channel was detected. Although investigation could not presume the depth of the scraping, the scraping may disturb performance of cleaning with cleaning brush. Per investigation, the possibility of insufficient reprocessing conducted on the device could not be denied. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.